Manufacturer narrative:
Product not returned to manufacturer

Event description:
It was reported that the abutment screw (iunihg) was loosened. It was also reported that the screw was still in patient mouth.

Manufacturer narrative:
One certain gold-tite hexed screw was returned for inspection. A visual inspection revealed that the collar, drive feature, and body are noted to be worn and contain debris, indicating use. The threads are similarly worn. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. (B)(4).

Event description:
No further event information available at the time of this report.